Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2211601 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved properly with the use of the 6f-7f mynx grip vascular closure device (vcd); therefore manual compression was performed. There were no reports of patient injury. The mynx grip was used in a percutaneous coronary intervention (pci) and was stored, prepped, and used according to the instructions for use (IFU). The procedure used a retrograde approach. There was no damage to the device or package prior to use. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability and the insertion angle (30-45 degrees) of the vascular sheath introducer was verified on angiography. The vessel type was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick site was located at the common femoral artery (cfa). There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. There was no type of malfunction with any of the device components that caused the inability to achieve hemostasis. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, hemostasis was not achieved properly with the use of the 6f-7f mynxgrip vascular closure device (vcd); therefore manual compression was performed. There were no reports of patient injury. The mynxgrip was used in a percutaneous coronary intervention (pci) and was stored, prepped, and used according to the instructions for use (IFU). The procedure used a retrograde approach. There was no damage to the device or package prior to use. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability and the insertion angle (30-45 degrees) of the vascular sheath introducer was verified on angiography. The vessel type was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick site was located at the common femoral artery (cfa). There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. There was no type of malfunction with any of the device components that caused the inability to achieve hemostasis. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant, advancer tube and procedure sheath were not returned with the device. The device was inspected for anomalies which may have contributed to the reported incident, and no anomalies were observed. Per functional analysis, the device was returned the in condition of a complete removal of the device, and without the sealant nor the advancer tube, which matched the intended use mynxgrip instructions for use (IFU). A product history record (phr) review of lot f2211601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.